Manufacturer narrative:
The hvad is used for treatment not diagnosis. It was reported that this patient had several electrical fault alarms. Upon evaluation by the manufacturer's representative visible contamination, a white substance, was found inside the driveline connector and controller. A cleaning procedure was performed to remove contaminants. There was no reported patient injury as a result of this event. The controller, (B)(4), was returned for evaluation; various analyses were conducted and reviewed in order to evaluate the performance of the controller in relation to the reported event. The returned controller, (B)(4), failed visual inspection as a result of contamination within the driveline connector but passed functional testing. The reported event was confirmed via review of the controller log files, which revealed multiple electrical fault alarms. The root cause for the reported 'electrical fault alarm' event was found to be contamination within the pump driveline connector, likely due to a combination of driveline connector handling during implant, tunneling cap design, and the driveline/connector sealing process. The manufacturer has opened an internal investigation to evaluate these types of issues. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The instructions for use and patient manual also include a reference guide for alarms including potential causes and actions to take. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. Remediation: heartware is submitting this report as a result of remediation activities related to FDA warning letter fla-14-14, dated june 2, 2014, and pursuant to the provisions of 21 cfr part 803. This is one of two reports (3007042319-2015-02730 and 3007042319-2015-02731) submitted for devices related to the same event.

Event description:
It was reported from (B)(6) that the ventricular assist device (vad) had several electrical fault alarms. Preliminary analysis of the controller log files revealed multiple electrical fault alarms on (B)(6) 2014. A manufacturer's representative assessed the device and confirmed with the hospital that the patient could tolerate the vad-off time associated with a driveline connector cleaning procedure. The procedure was performed on the normal hospital ward and the patient was administered 2000 units of heparin and approximately 100 ml nacl. The manufacturer's representative performed a driveline connector cleaning procedure per the manufacturer's specification on august 2, 2014 to remove contaminants. Two driveline disconnects were performed with each disconnect lasting less than 1 minute. The patient tolerated the vad-off time well. The alarms were not able to be reproduced after the procedure. The controller was exchanged during the procedure. The controller was removed from service and the patient was issued a replacement device. The device was returned to the manufacturer for analysis. There was no reported patient injury as a result of this event.